Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. As the serial number of the alleged cycler was not provided, an investigation of the device manufacturing records could not be conducted by the manufacturer. Please be advised all device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming.

Event description:
A peritoneal dialysis (pd) patient alleged on (B)(6) 2016 he awoke while doing his peritoneal dialysis to find that he had been filled with too much fluid. Patient used the stat drain feature on the cycler and drained out over 3000ml. Patient stated the iq drive was programmed improperly, which caused too much fluid to be instilled by the cycler. He also stated that this then caused him to develop a leak from the pd exit site which then resulted in serratia marcessans peritonitis. He believed he was filled with 3100ml instead of 1550ml. Staff reviewed the programming of the iq drive and it was programmed appropriately for 1550ml. The patient was not going to release the cycler so that it could be examined for treatment history. Follow-up was made with the pd patient's clinic home therapies program manager, who stated the patient, had contacted her to report the instance of fluid overload and the large stat drain performed. The manager stated the cycler settings were checked and the fill volumes were correctly set at 1550ml, and she did not believe the iq drive settings were incorrect or that cycler had filled the patient with 3100ml as reported by the patient. The manager no longer had access to the patient¿s records and was unable to provide the patient¿s liberty cycler serial number at the time of the occurrence. The manager stated the patient developed an exit-site infection and ultimately had to have his peritoneal dialysis catheter removed, and a hemodialysis catheter was placed and the patient had since reverted to in-center hemodialysis treatments. The manager stated the reported overfill instance and exit-site infection were unrelated. The manager stated the patient continued in-center hemodialysis treatments and it was unknown at this time if the patient will revert back to peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). A review was performed by the post market surveillance department of the treatment data provided. A large intra-peritoneal drain volume occurred during an unknown drain with an undetermined cause. The patient reported this caused him to develop a leak from the pd exit site which then resulted in peritonitis. Medical records were requested.

Event description:
A peritoneal dialysis (pd) patient alleged on (B)(6) 2016 he awoke while doing his peritoneal dialysis to find that he had been filled with too much fluid. Patient used the stat drain feature on the cycler and drained out over 3000ml. Patient stated the iq drive was programmed improperly, which caused too much fluid to be instilled by the cycler. He also stated that this then caused him to develop a leak from the pd exit site which then resulted in serratia marcessans peritonitis. He believed he was filled with 3100ml instead of 1550ml. Staff reviewed the programming of the iq drive and it was programmed appropriately for 1550ml. The patient was not going to release the cycler so that it could be examined for treatment history. Follow-up was made with the pd patient's clinic home therapies program manager, who stated the patient, had contacted her to report the instance of fluid overload and the large stat drain performed. The manager stated the cycler settings were checked and the fill volumes were correctly set at 1550ml, and she did not believe the iq drive settings were incorrect or that cycler had filled the patient with 3100ml as reported by the patient. The manager no longer had access to the patient's records and was unable to provide the patient's liberty cycler serial number at the time of the occurrence. The manager stated the patient developed an exit-site infection and ultimately had to have his peritoneal dialysis catheter removed, and a hemodialysis catheter was placed and the patient had since reverted to in-center hemodialysis treatments. The manager stated the reported overfill instance and exit-site infection were unrelated. The manager stated the patient continued in-center hemodialysis treatments and it was unknown at this time if the patient will revert back to peritoneal dialysis therapy.